Event description:
It has been reported to philips that the allura system powered off during a procedure. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use. It was informed that the procedure was completed on another system. There has been no harm or injury due to the reported problem. The field service engineer (fse) inspected the system onsite and confirmed that the system was automatically switching off during procedure. Upon functional testing fse identified that the power tray of m-cabinet was defective. As a part of troubleshooting, fse replaced power tray of m-cabinet. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.